Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a distal circumferential fracture in the fiber glass cap tip. The distal circumferential fracture is caused by excess heat in the tip due to inadequate cooling. Therefore, as reported event of fiber overheated was confirmed. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed to be fuzzy, but present at the fiber output window. There are no signs of breakage identified along the length of the fiber. The fiber connector cone, segments, and tabs appear in good condition and secured, and it passed the signature verification test. The control knob is attached, and aligned with the fiber. Based on the observed circumferential fracture, the as reported event is confirmed and an evaluation conclusion code of unintended use error caused, or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications, and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue, or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the fiber overheated and was not firing after 141,416 joules and 31:16 minutes of use. The event occurred while the patient was under anesthesia. A second fiber was utilized to complete the procedure without clinical consequence to the patient. It was further indicated that there was no courtesy message prompted by the console. The fiber was in contact with the prostate tissue for some of the time due to size of the prostate gland. The irrigation solution was positioned at least 106 cm higher than the level of the cystoscope, and fluid was observed to be coming out of the metal cap when the valve was opened. The fiber was returned and analysis showed that there is a distal circumferential fracture on the fiber glass cap tip. The potential for forward firing may exist.